Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbonate buffer test per specification. Sensor passed per specification with accurate readings. Also, found cannula bent unable to confirm customer received sensor in said condition due to customer returning sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she when she pulled the sensor it pulled out and it left a little piece in her. Customer stated she was getting calibration errors and calibration errors. Troubleshooting was performed. Customer's blood glucose level was 256 mg/dl, treated with the insulin pump. Alarm and possible causes were explained to the customer. Alert was verified. The sensor was inserted on june 19, 2014, on the left side of her abdomen. Alert occurred when customer was watching television. Customer was advised to change the sensor due to the insulin pump all ready alarming two calibration errors. No further information reported.